Manufacturer narrative:
Vyaire medical file identification: (B)(4). A vyaire field service representative (fsr) evaluated the device onsite and replaced the main board, o-rings, regulator, o2 (oxygen) sensor, and all filters. Ovp (operational verification procedure) was performed and all tests passed. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the vela ventilator had a vent inop (inoperable) and motor fault alarms. There is no information regarding patient involvement associated with the event.